Event description:
It was reported that the syringe 1ml ls 200 s/c experienced missing scale markings. The following information was provided by the initial reporter: material no: 309659, batch no: 0260359. There are no markings on the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/22/2021. H.6. Investigation: one photo and three 1ml syringes from batch 0260359 (p/n 309659) were received and evaluated. It was observed all three of the syringes had no visible print, which was rejectable per product specification. Potential root cause for the missing scale marking defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 1ml ls 200 s/c experienced missing scale markings. The following information was provided by the initial reporter: material no: 309659, batch no: 0260359. There are no markings on the syringe.